Event description:
Reference importer # (B)(4).

Manufacturer narrative:
The device was returned to the manufacturing facility located in (B)(4) for an engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. Resmed's risk analysis for these failure modes conclude that the risk is acceptable. (B)(4). Note: the reportable event occurred outside the us and was accessed as not reportable in (B)(6). During a routine check of complaints records it was detected that the event is reportable in the us. This report is being submitted to correct the error.

Manufacturer narrative:
An engineering investigation was performed on the returned astral device. A review of the device log confirmed that error messages 101 and 218 occurred. The investigation determined that the system fault was due to a faulty inspiratory flow sensor. Resmed risk analysis for this failure mode concludes that the risk is acceptable. There was no pt harm or injury reported for this incident.